Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to advised that she has an allergic reaction, but she is not sure if it's the micropore paper tape or the gauzes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).